Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿white cone¿ of a large volume infusor was cracked, leading to a leak. This occurred during infusion. The reporter further stated that the expected therapy time was 46 hours; however, the device was empty after 9 hours. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured march 13, 2018 - march 15, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample revealed a cracked flow restrictor housing which suggests a leak. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.